Manufacturer narrative:
This report is being filed to correct the initial reporter address, concomitant medical products and therapy dates and device manufacture date. (B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced a da error which occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Event description:
Additional information was reported that the device was explanted for an unrelated product performance issue. No additional adverse patient effects were reported. The device was returned.

Manufacturer narrative:
(B)(4). The s-ICD was successfully implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a da alert was displayed. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.